Event description:
A patient was reported to have received both v.a.c therapy and wall suction drainage for gangrene in a right foot wound and for a dehisced bypass surgery wound in the same leg. The foot wound with gangrene achieved its goal of granulation and closure while the leg wound reportedly developed severe maceration.